Manufacturer narrative:
(B) (4). Imaging films were not provided. The rod was returned for eval. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the pt underwent a spinal procedure with instrumentation from t3 to l3. At follow up visit, x-rays showed that the left rod broke toward the distal screws. The pt underwent revision surgery. The rod was removed and replaced. No further pt complications were reported. The pt is currently doing fine.